Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon interrogation, it was noted that the implantable cardioverter defibrillator failed to interrogate due to radio frequency disabling. The device was re-interrogated and the attempt was successful. Patient was stable.